Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was sdi output failure due to accidental failure of the sdi driver or fpga on the dx board.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of "ccu was not taking pictures" could not be duplicated. The reported problem of "unable to get an sdi image output from the sdi 1 and sdi 2" was confirmed and the cause assigned to a faulty printed circuit board (dx board).

Event description:
A user facility reported to olympus that they were unable to get an sdi image output from the sdi 1 and sdi 2 of the olympus cv-190 and the ccu was not taking pictures. The problem, as reported to olympus, occurred during a diagnostic procedure. There was no patient injury or harm, associated with the problem, reported to olympus.